Manufacturer narrative:
Additional information: there was no patient death. The device was inspected prior to use. The device was removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use on resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the resolute onyx rx (2.5mm x 38mm) failed to cross the lesion and got caught on an old stent and fractured a strut. The patient is without sequalae and alive and well.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 32nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.